Event description:
A hospital in new (B)(6) reported via our distributor that the proximal temperature probe kept "popping off" an rt329 infant continuous flow breathing circuit leading to reduction of flow to the patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt329 circuit was not returned to fisher & paykel healthcare for evaluation. We were thus unable to confirm the reported fault or determine the cause of the reported fault. We sought information from the hospital to determine whether the temperature probe and the rt329 circuit were set up correctly, but no information was supplied. If the temperature probe was not inserted correctly as per the user instructions then incorrect set up is most likely the reason for the disconnection of the temperature probe from the rt329 circuit. A disconnected temperature probe would have caused leak and the loss of low described by the customer. Under correct setup, the temperature probe and the rt329 circuit comply with (B)(4), section dd.2: "test method for security of engagement of temperature sensors to mating ports." The user instructions that accompany the rt329 circuit contain a pictorial diagram that shows how to connect the temperature probe to the rt329 circuit correctly. The user instructions also state the following: "check that all connections, caps and/or plugs are tight before use"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "patient monitoring is recommended."; "set appropriate ventilator alarms."